Event description:
It was reported that during a da vinci s gynecological procedure, while lifting the uterus, the pk dissecting forceps instrument broke. The instrument could not be removed through the cannula accessory due to the breakage, therefore, the patient side manipulator (psm) arm was moved to allow the removal of the cannula and instrument together. The customer experienced an unrecoverable system error at this time. The patient was kept under anesthesia while the site prepared their spare da vinci surgical system to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.